Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported problems with her sensor. Customer stated the sensor only lasts for one day. She also reported a low blood glucose of 40 mg/dl. Customer also stated she had a sensor glucose of 60 mg/dl and was advised to go to the emergency room by the insulin pump. Troubleshooting found the test plug does not fit into the hole. Customer is advised to start a new sensor and upload her data into carelink and call back for further troubleshooting. No additional information is provided.